Event description:
Received via a medwatch report, submitted by the risk manager at the health care facility, the report states that, "iabp balloon popped during the procedure". Additional information received from the perfusionist at the health care facility states that "the patient was transferred to an outside medical institution, where he passed away several days following the incident of iabp rupture. I do not know the precise date, time, and cause of death". Further information from the perfusionist states, "blood was identified in the helium line of the iabp device in the operating room several hours after iabp therapy initiation. More than one hour before this, a high-pressure alarm was noted on the iabp monitor and responded to by lowering the balloon volume percent to 75%, preventing this alarm from reoccurring. After blood was identified in the helium line, the surgeon was informed, and iabp therapy was promptly stopped. The iabp catheter was not immediately removed under the discretion of the surgeon, who I believe was concerned with the risk of bleeding and vascular damage if removed. Notably, the patient was anticoagulated with heparin. This was a highly complex case involving multiple cardiac surgeons, anesthesiologists, nurses, and other clinical staff across two medical institutions".

Manufacturer narrative:
Qn# (B)(4). Medwatch report #mw5148128. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Medwatch report #mw5148128. The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f21j0052. The returned device is suspected to be from the reported event; however, confirmation could not be obtained from the teleflex representative during further follow up. Returned for investigation was a 30cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a red bio-hazard bag. Upon re-turn, the iabc was received in 2 separate sections. The location of the separation is consistent with being cut. Section 1 consists of the iabc bifurcate, fos fiber/cable and connector, cathguard, hemostasis cuff, a portion of the central/outer lumen, and a portion of the teflon sheath extrusion including sheath hub and sidearm. The central/outer lumen, fos fiber and teflon sheath extrusion were noted broken/cut at the separation. Section 1 was approximately 40cm in length from the iabc luer. The one-way valve was tethered to the short driveline tubing. The supplied short arterial pressure tubing was connected to the iabc luer. The supplied 30cc inflation driveline tubing was connected to the short driveline tubing: dried/liquid blood was noted within the inflation driveline tubing. A kink to the iabc central/outer lumen was noted at approximately 9.5cm from the iabc luer. A bend to the iabc central lumen was noted at approximately 23.5cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned iabc. Dried/liquid blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was in-tact. Section 2 consists of the iabc distal tip, bladder, a portion of the central/outer lumen, a portion of the teflon sheath extrusion and fos fiber. Section 2 was approximately 38cm in length. The bladder was fully unwrapped; no visual damage or abnormalities were noted to the bladder membrane. Dried blood was noted within the bladder membrane and outer lumen. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The fos connection was unable to be tested due to the returned state of the device. Section 1 of the iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. Functional testing of the iabc bladder was unable to be performed due to the returned state of the device. Upon cleaning, a further inspection of the iabc bladder was performed under the microscope. Under microscopic inspection, abrasions were observed from approximately 17.7cm to 18.4cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 18.1cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leak sites were detected. The most likely cause of how the blood entered the helium pathway is due to the bladder leak. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "iabp balloon popped during the procedure" is confirmed. The iabc was returned in two separate sections upon receipt. During investigation, the intra-aortic balloon catheter (iabc) bladder was found with a full thickness abrasion, which likely caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were noted during the investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
Received via a medwatch report, submitted by the risk manager at the health care facility, the report states that, "iabp balloon popped during the procedure". Additional information received from the perfusionist at the health care facility states that "the patient was transferred to an outside medical institution, where he passed away several days following the incident of iabp rupture. I do not know the precise date, time, and cause of death". Further information from the perfusionist states, "blood was identified in the helium line of the iabp device in the operating room several hours after iabp therapy initiation. More than one hour before this, a high-pressure alarm was noted on the iabp monitor and responded to by lowering the balloon volume percent to 75%, preventing this alarm from reoccurring. After blood was identified in the helium line, the surgeon was informed, and iabp therapy was promptly stopped. The iabp catheter was not immediately removed under the discretion of the surgeon, who I believe was concerned with the risk of bleeding and vascular damage if removed. Notably, the patient was anticoagulated with heparin. This was a highly complex case involving multiple cardiac surgeons, anesthesiologists, nurses, and other clinical staff across two medical institutions".